Event description:
The consumer reported that he had extreme pain eight weeks ago and was scheduled to have spinal surgery to remove part of a disk or a whole disk. The patient stated that the implant was too low at the belt line and that after six months it irritated the patient and was rubbing on the inside of the lining causing a lesion. The patient noted he did not plug it in because he could not have any pressure on his back and had not charged the implant since eight weeks ago. The patient mentioned they were going to replace the implant during the back surgery the day after the report. The indication for use was non-malignant pain.